Event description:
It was reported that during an attempted implant, noise was observed on the lead. Insulation damaged was noted. The lead was replaced. There were no adverse health consequences, the patient was stable.